Event description:
Narrative: case was received from a radiographer via (B)(4) on (B)(6) 2015 and forwarded to quintiles ls (operating on behalf of (B)(4)) on the same day. A health professional reports: a (B)(6) male patient with unknown medical history and concomitant medications underwent an unknown diagnostic procedure with protocol21 admin set (catalogue no 6470, lot number 50829828) on (B)(4) 2015. A radiologist carried out the examination of patient and found that he was unable to deflate the balloon catheter at the time of examination. The only wa y was to cut the tubing and this then deflated the balloon. The patient was unaware of situation and was able to complete the examination but the radiologist was concerned of what he happened at the time. The reporter stated that this was the first time this had been seen with these catheters and has not been experienced again since. As cause of the event it was reported, that it appeared to be a stuck valve in the catheter. The device unit was still in use, the valve cut from tubing set was sent for further investigation. Outcome: recovered/resolved. Investigation results are expected. Worldwide case ID: (B)(4).

Manufacturer narrative:
Company comments: a (B)(6) male patient with unknown medical history and concomitant medications underwent an unknown diagnostic procedure with protocol21 admin set (catalogue no 6470, lot number 50829828). The radiologist that carried out patient's examination, found that he was unable to deflate the balloon catheter during the examination. The only way deflate the balloon was to cut the tubing. The examination was completed and no harm to the patient occurred. It appears that this event could be caused by a stuck valve in the catheter. The investigation results of the returned sample is pending and there is no evidence of previous similar malfunctions with the medical device. Nonetheless, considering that it is important to obtain the deflation of the balloon before its extraction from the patient's rectum to avoid complex maneuvers that can determine traumatic lesion of the rectum or anus, (B)(4) has decided to have a conservative approach and to report this case. A reassessment of the event will be done once the investigation results will be available.